Event description:
On 24th march 2025, it was reported by an arthrex's employee that an ar-1540bc, biocomposite-tenodesis¿ screw 4 x 10 mm, broke during implantation. This was detected during an unspecified time on (B)(6) 2025. Update on 27th march 2025: this was detected during a mpfl procedure on (B)(6) 2025. The procedure was completed successfully using a new ar-1540bc. There was no fragment left in the patient and there was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the implant broken off. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.